Manufacturer narrative:
The insulin pump was unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold)).also, unit had missing end cap sticker. The pump passed the unexpected restart error test. There were no unexpected restart after battery change noted, no damage found on interface board or electronic assy. The display function properly, no blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly and unexpected restart. The blood glucose at the time of the incident was 150 mg/dl. The customer states they are unable to exit the "preparing to prime" loop. The customer was able to get numbers back on the screen after the second series of beeps. The customer called back stating the pump is still stuck on the "preparing to prime" loop. The customer states the insulin squirted out, during manual prime. The customer was unable to check the amount of insulin remaining in the reservoir due to the prime loop. The customer states there is no compromised force sensor alarm, but did state the pump went completely blank. The customer states there was an unexpected restart alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.